Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel breast implant 300cc being used in a breast implantation procedure was found to be ¿abnormal¿. The exact issue was not specified. No adverse event was reported. The surgeon used a backup device (serial number (B)(4), and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
On jun 25 2020, a device (lot number 9383051) was received by mentor for evaluation. Since this device did not match the previously reported device, follow ups were performed for further clarification. In the absence of any clarification, the impacted product device lot and serial numbers were updated on nov 19 2020 to reflect the returned device. Device evaluation summary: during the visual evaluation of the device, the button looks deformed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. According to manufacturing investigation, this will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).